Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform incoming functional testing) has been confirmed. Upon investigation the cable connecting ecgs "a&b" and the front therapy electrode was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported being unable to perform incoming functional testing.